Event description:
Manufacturing plant confirmed that upon sample return, an additional occluded nebulizer was discovered. No patient impact, discovered prior to use.

Manufacturer narrative:
(B)(4). Further clarification from the manufacturing plant confirmed that there was no additional occluded product discovered upon sample return. This complaint will be closed.

Manufacturer narrative:
(B)(4). The device has been received and is the process of being evaluated. Upon completion of carefusion's investigation, a follow up medwatch will be submitted.